Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the patient's blood in a timely manner, as instructed in the user's guide when a power failure occurs. Nxtstage medical considers this report closed. No additional information will be provided.

Event description:
A power failure occurred during a routine hemodialysis treatment which resulted in a loss of power to the dialysis equipment. Rinseback was not performed due to the amount of time elapsed with the power off, resulting in an estimated blood loss of 190cc. The patient's standard aranesp dose was increased. No other medical intervention was required.